Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain approximately five weeks post implant. It was noted the patient's intrinsic rhythm was less the lower rate limit. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.